Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed concentric, de novo lesion in the mid left anterior descending (lad) coronary artery. The 2.5x15 mm trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation. The 2.5x15 mm trek bdc was inflated to 8 atmospheres during the second inflation; however the balloon ruptured. The bdc was removed without resistance and replaced with a same size non-abbott bdc. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.